Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted for unknown production performance issue. Additional information indicated that the lead had fully perforated. The patient also felt chest pain. Moreover, the lead perforated in the heart wall which was confirmed via chest x-ray. The lead was explanted. No additional adverse patient effects were reported.